Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not known at the time of reporting. Other relevant device(s) are: product ID: 9733686, version #: 2.1. The manufacturer representative went to the site to test the navigation system. The system was performing as intended and no hardware parts were replaced. The manufacture date was not known at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation being used in a spinal fusion. It was reported that the navigation seems to be not accurate. The site stated that the imaging system seems to be not as accurate. There was no delay to the procedure. No impact on patient outcome. When the manufacturer representative went to the site they discussed with the site the performance of the system. Additional information was received stating that there was no inaccuracy discovered with the imaging system which the manufacturer representative (rep) was able to bring in correlation with the case event. When the rep talked to the site they stated that the system was inaccurate approximately up to 1 cm. They said, the angle was okay but the entry point was not accurate. The rep had performed an imaging system service action two days before the procedure. The site suspected that inaccuracy could be a result of the service action. When the rep was at the site they performed scans and showed together with the site that the systems both (navigation and imaging) were accurate. They have come to the final point, that it was maybe a reference movement which was obviously undiscovered. The procedure was completed by the site using additional fluoro control in order to verify the right k-wire location.

Manufacturer narrative:
H3) a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.